Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the inner pouch of a flo-thru intraluminal shunt unit. The pm was discovered during incoming inspection and before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three devices were received for evaluation. Visual examination via the naked eye noted no particulate matter (pm). Microscopic inspection was performed and excess adhesive was found on the tether knot. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.